Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Additional data: h3 the lot number was confirmed to be hjj.

Event description:
No new information.

Manufacturer narrative:
We received four possible lot numbers for the device and will update the record if we receive more information. The lot number could be h78, hjj, h9n, or hbm.

Event description:
A company representative reported that imaging taken approximately six months post-operatively revealed that three xia 3 titanium blockers migrated. The patient then underwent revision surgery approximately eight months post-operatively. This record captures the first of three xia blockers.